Event description:
It was reported during a stenting procedure of some basilar artery stenosis, the physician was unable to deploy the stent once it had been tracked up to the target lesion. As the physician tried to retrieve the stent, the stent accidentally released in the c1 segment of the internal carotid artery (ica). The pt is reported to be in stable condition.